Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the device lead impedance measured open on (B)(6) 2011 which is after the explant date of (B)(6) 2011.

Event description:
The device was returned to the manufacturer after being explanted due to changes in the patient's condition. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.